Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted twice in three weeks due to high right ventricular (rv) lead pacing impedances. The rv lead also exhibited short v-v intervals. The lead remains in use and no patient complications have been reported as a result of this event.